Manufacturer narrative:
Concomitant medical products: 439888, lead implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to a pocket infection. It was noted that the patient experienced pain and redness around the pocket. Antibiotic treatment was necessary. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.